Manufacturer narrative:
(B)(4). Reference exemption number e2017029. At this time model # of the screws are unknown. Multiple MDR report were filed for this event, please see associated report: MDR 9610905-2018-00126.

Event description:
It was reported plates and screws dislodged from the bone, devices were removed from the patient.

Manufacturer narrative:
There was no root cause analysis possible since there was neither part nor stock number nor lot number provided by the customer. The review of the device history records was not possible due to no lot number being identified. Due to no device being returned the failure root cause cannot be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Manufacturer narrative:
FDA notified us of our follow up for this event is skipping in sequence. Identified a typo g7 corrected follow- up #: 2 to follow-up #:1 no additional information was received.